Event description:
It was reported that the customer fell and dropped his insulin pump. The customer is unable to troubleshoot because he is not present at the time of the call. Advised that the insulin pump can experience display anomalies due to extreme hot or cold temperatures. Advised that if the issue persists to call back for replacement insulin pump. The customer's blood glucose level was unknown. Nothing further reported.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).